Event description:
A user facility reported to olympus that the image faded during use and that the image was lost. The problem, as reported to olympus, was identified before a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated onsite by a field service engineer at the user facility. The fse identified a damaged dvi cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the digital visual interface (dvi) cable could not be determined. Olympus will continue to monitor field performance for this device.